Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), all instruments were verified at the beginning of the procedure and the patient was successfully registered. While navigating, all instruments, except the m4 hand piece, became intermittent. No further details of the issue were provided. In trouble-shooting, adjusting the emitter did not resolve the issue. The surgeon opted to continue, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported covering a procedure with this navigation system and all instruments performed as expected. No further issues have been reported. No parts have been returned to manufacturer for analysis.